Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery overdischarged twice. The cause of the overdischarge was the pt had a stroke and had limited rom. The device was unable to be brought out of overdischarge and the pt could not recharge. The pt did not report any symptoms. The battery was replaced. The pt was doing well and was getting stimulation where she needed it. Additional info has been requested, but was not available as of the date of this report.